Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The product family for this intermittent catheter product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the intermittent catheter product ifus are found to be adequate based on past reviews. Correction: concomitant medical products and device evaluated by MFR.

Event description:
It was reported that the catheter started leaking. However, it is unknown where it was leaking from.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter started leaking. However, it is unknown where it was leaking from.